Event description:
The lay user / patient contacted lfs on march 1, 2010 alleging inaccurate high readings on their one touch ultrasmart meter. A medical surveillance specialist (mss) spoke to the patient and obtained the following information. The patient first noticed the elevated readings on (B) (6) 2010. One week after the reported issue began on (B) (6) 2010, the patient obtained a 245 mg/dl. At an unspecified time later, she began to feel dizzy and nauseous. Due to the symptoms, she at more food and/drink. She did not seek any further medical attention or contact her physician for assistance. She did not retest and felt better soon after self-treatment. A quality control test was not done since the patient did not have any control solution. The product was replaced. The complaint is being reported since the patient reported due to the elevated reading, she ended up developing symptoms suggestive of hypoglycemia and had to self-treat with food.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluated it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.